Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, customer noticed the device had a crack on it and doesn't recall dropping it. Customer stated the battery was low, he took of the device to shower, then it was dead. She changed the battery twice and the light didn't come. He pressed the buttons and heard beep but nothing on the device functioned correctly, it had a blank display. Customer's blood glucose was unknown. Troubleshooting was only performed for the damage. A crack was noted on the top left corner of the screen which goes to the battery cap opening. Another small crack in the bottom left corner. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced due to damage. Customer bypassed blank display troubleshooting. Customer agreed to return the device for analysis.